Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The same customer reported similar events for other devices. See MDR numbers 1118880-2016-00163 and 1118880-2016-00165. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: the tr band deflated without using the inflating/deflating syringe; it was reported that the tr band was applied properly per IFU; it was later noticed by the recovery nurse that the tr band device had lower pressure than expected; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. A visual examination of the actual device and the retention samples from the reported lot as well as the surrounding lots manufactured confirmed there were no visual defects. Leakage testing confirmed the samples met manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up information from the user facility reported that the patient's condition was stable, blood loss was not more than 250ml and the procedure outcome was successful lhc. It was also reported that two devices were used on the same patient in this event. The patient developed a small hematoma posterior to the original band and a second tr band was used for compression of the hematoma. See MDR 1118880-2016-00165.